Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the stent graft was inserted in the patient however, during deployment the stent graft would not deploy. The delivery system was removed from the patient and another valiant stent graft system was used to successfully complete the procedure. No clinical sequelae were reported and the patient is fine. The device was returned and the evaluation has been completed. The stent graft was still loaded in place. There was a severe kink on the sheath at 21cm at the stent stop. The external slider was retracted 17.5cm and would not slide back to the starting home position; however, the taper tip was seated flush in the graft cover. The device was disassembled at the screw gear and the graft cover was found detached from the t-tube and was folded over, which was obstructing the movement of the external slider. The deployment difficulties complaint was confirmed. The root cause was determined to be related to a vendor supplied part where the over-mold process failed between the graft cover and the t-tube components causing the graft cover to break off. Please note that this device is distributed outside the united states; however, it is similar to a united states distributed product.

Manufacturer narrative:
This supplemental report is being filed to provide FDA a notice of a customer notification carried out outside of the united states for deployment difficulties related to t-tube bond failures of the valiant xcelerant delivery system. These devices used as a configuration of parts that was never commercialized in the united states.

Manufacturer narrative:
(B)(4). Results: deployment difficulty. (B)(4).